Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi. The patient is a (B)(6) male patient who was enrolled in the cypress study for stenting of the coronary artery. The patient has a history of hyperlipidemia, hypertension, myocardial infarction ((B)(6) 20101) with pci (non target), congestive heart failure, and smoking. The target lesion was the proximal right coronary artery. The location was ostial. The lesion was described as a type c, de novo lesion. The lesion was pre-dilated with a durastar balloon and a cypher (cxs18350/ lot 15195923) stent was deployed in the lesion at 20 atmospheres. The stent was post dilated as per standard procedure. The procedure was successfully completed. There was no reported injury to the patient. Pre-procedure, the ck was 35, the ckmb was 0.02 and the troponin was 0.01. Post procedure the ck and troponin were not tested; however, the ckmb was 0.4. Later, the ck was 32, the ckmb was 1.1 and troponin was not collected. The following day the ck was 110, the ckmb was 8.7 and the troponin was 1.57. This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The ECG lab reported no new majot st-t abnormalities and no q waves. The patient returned to the cath lab for pci of the distal lad with poba. Two sets of cardiac enzymes were negative following this pci. The patient was discharged on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
The email received for the (B)(4) study indicated that during index procedure, the patient experienced angina and later extreme hypertension and back pain. An adjudication committee diagnosed the event as a peri procedure myocardial infarction. The patient is a (B)(6) male patient who was enrolled in the (B)(4) study for stenting of the coronary artery. The patient has a history of hyperlipidemia, hypertension, myocardial infarction ((B)(6) 20101) with pci (non target), congestive heart failure, and smoking. The target lesion was the proximal right coronary artery. The location was ostial. The lesion was described as a type c, de novo lesion. The lesion was pre-dilated with a durastar balloon and a cypher (cxs18350/ lot 15195923) stent was deployed in the lesion at 20 atmospheres. The stent was post dilated as per standard procedure. The procedure was successfully completed. There was no reported injury to the patient. Post procedure the experienced extreme hypertension, angina, and back pain. An adjudication committee diagnosed the event as a peri procedure myocardial infarction, related to the device and related to the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.